Event description:
It was reported that the customer replaced the battey in her insulin pump, and, afterwards, the screen kept flashing a dark rectangle. The customer's blood glucose was 109 mg/dl. Troubleshooting was done. The customer stated that there was a crack in the top left of the lcd corner of the insulin pump going toward the battery compartment. The customer was unaware of the exact case of the damage but did acknowledge that she dropped the insulin pump a few times. The customer received a battery out limit alarm as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No unexpected failed battery test or battery out limit alarm occurred during testing. No damage found on the lcd isolation tape. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and stained end cap sticker.